Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. 3 devices were evaluated in the field and the issue was confirmed; 2 devices had worn components, 1 device had a damaged component. The devices were repaired and returned. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, where it was reported the brakes were not holding. 3 events had no patient involvement. 1 event had patient involvement, however there were no consequences or impacts to the patient.